Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed selftest. The customer stated she has received a replacement insulin pump but she was still using her old device. The customer was advised to discontinue the use of the device and revert to a backup plan or use the new one but the customer still opted to keep using the insulin pump. Blood glucose value is unknown.